Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible lead integrity alert on for two high rate non-sustained episodes with oversensing noted due to possible electromagnetic interference. There was also a high number of sensing integrity counter (sic). Also noted was occasional p-wave undersensing during atrial arhythmias. The company representative has spoken to the physician regarding this information. Both the right ventricular lead and the atrial lead remain in use. No patient complications have been reported as a result of this event.